Event description:
Caller reported her normal blood glucose is under 130 mg/dl, but has been dropping to 28 mg/dl and has been up to 300 mg/dl. She also reported having lost 10 pounds in less than a month. Customer believes the high blood sugar was caused by her pump delivering less insulin than the memory reflected. When her blood sugar went high, she thinks she over-treated herself with insulin causing her blood sugar to drop. She believes that the pump was not delivering an accurate amount of insulin. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.